Event description:
It was reported via facility medwatch (B)(4) that during a percutaneous coronary intervention procedure, a catheter fracture occurred. The target lesion was located in the left anterior descending artery (lad). Following the removal of a diagonal branch wire, this 3.00 x 20mm promus element plus drug eluting stent was deployed in the lad. The next contrast injection determined that the stent balloon was seen coming out of the guide catheter and into the stented area and lodging there. The promus element catheter was removed from the patient and upon removal a fracture to the catheter was noticed. The withdrawn portion of the catheter revealed a piece of bare metal. A snare was successfully used to retrieve the balloon and distal portion of the catheter from the coronary artery after a percutaneous transluminal coronary angioplasty guide wire was advanced distal to the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).